Manufacturer narrative:
(B)(4). A customer reported to baxter (B)(4) of a 500ml eva bag in which during filling, there were particles in the bag. There was no patient involvement, injury or medical intervention necessary in association with this event. No additional information is available. The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.

Manufacturer narrative:
(B)(4). A sample was requested; however, the sample has not yet been received for evaluation. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) that particles were noted in a 500ml eva bag during filling. There was no patient involvement.